Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7028146, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of redness and drainage were noted. The patient's pocket was irrigated with antibiotics and placed with hemovac drain. The physician believed that the caused for infection was unknown. The patient was placed on intravenous vancomycin and underwent an explant procedure.